Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) in cardiac arrest, the electrode pads did not adhere to the patient during mid procedure. Complainant indicated that the clinician obtained another set of pads to continue treating the patient; however, the ECG signal was intermittent. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The actual electrode pads were not returned to zoll medical corporation for evaluation. Instead, an investigation was conducted on retained samples of onestep CPR aa electrode, lot 3624 for the customer's report. The retained samples were subjected to full electrical and impedance testing with passing results. A 24-hour wear test was performed; the electrodes were applied to the test participants. Initial ECG traces and impedance readings were obtained. The electrodes remained adhered after 24 hours. A visual inspection found the lot assembly built according to specification. Review of all records were performed and passed. Based on the evaluation of the retained samples, it was concluded that the samples were assembled according to specification without duplicating the report. Analysis of reports of this type has not identified an increase in trend.